Event description:
It was reported that the patient experienced signs and symptoms of withdrawal, specifically, itching, return of spasticity, spasms despite increase in intrathecal dose. The pump contained compounded baclofen 2000 mcg/ml at a rate of 263 mcg/day and clonidine. Dye and rotor studies were performed; the catheter patency was difficult to determine as the hcp was unable to aspirate the catheter. When the pump reservoir volumes were checked, 17.6 ccs were aspirated, but 14.4 ccs were expected. The pump and catheter were replaced and the patient recovered without sequela.

Manufacturer narrative:
The device has been returned to MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.